Event description:
The customer reported that the equipment was beeping and it has a password and the client is not able to access it. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the equipment was beeping and it has a password and the client is not able to access it. There was no pt involvement. The device was evaluated by a philips field service engineer. The symptom was clarified as the rfh (ready for use) indicator showed a solid red "x" and a periodic chirp, the charge button failed during the opcheck. The issue was localized to a processor pca malfunction.